Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had concerns with device longevity. A follow up with the patient's healthcare provider yielded no issues with the device. It was later reported that the device reached elective replacement indicator prematurely and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.